Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(4) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited sensing integrity counter (sic) oversensing. It was noted that the sensing integrity warning was triggered. The lead remains in use. No patient complications have been reported as a result of this event.